Event description:
It was reported the patient had their pump removed due to an infection. The catheter remained implanted. It was noted they intended to re-implant the pump at a later date. The manufacturer representative was made aware on (B)(6) 2014 that the patient was on the operating table and they requested information on how to "reconnect the pump to an external catheter". They were advised against this. It was unknown what the result of the procedure was. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the infection was pseudomonas.

Event description:
It was further provided that the same pump was not re-implanted. The pump was explanted and it was kept externally taped to the patient with additional tubing. It was confirmed that the representative had advised that the company did not support externalizing a previously implanted pump that had been removed because of an infection. The managing pain specialist had advised the representative that she refused to refill the externalized patient¿s pump when the patient presented to her clinic several weeks ago. It was further provided that the patient has had the pump and catheter and tubing removed and was being managed on intravenous morphine. Should additional information be received a supplemental report will be filed.